Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to an insulin pump failure, diabetic ketoacidosis and high blood glucose. The customer was hospitalized on (B)(6) 2015. The customer's blood glucose at the time of admission was 590 mg/dl. The customer expressed feeling dizzy and nauseated prior to the hospitalization. The customer was treated with insulin and an IV. Troubleshooting was done. Upon checking the alarm history of the insulin pump, the customer stated that she had received a no delivery alarm. The customer mentioned that she changed the infusion set and reservoir due to air bubbles. The customer believed the air bubbles were the cause for her high blood glucose and subsequently did not complete troubleshooting. The customer's blood glucose around the time of the call was 408 mg/dl. The customer treated herself with a manual injection. Nothing further reported.